Event description:
New information received notes that a remote transmission showed loss of capture and decreased r-wave amplitudes on the lead. The patient will be brought into the clinic for further evaluation.

Event description:
During follow-up, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).